Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer cleared the alarm and delivered a bolus to address the issue. There was no adverse effect to the customer's blood glucose level.